Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and inappropriate shocks without therapy exhaustion. The patient experienced lightheadedness. An xray was performed and it was noted there was not a connection issue. Defibrillation therapy was programmed off. The device system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and inappropriate shocks without therapy exhaustion. The patient experienced lightheadedness. An xray was performed and it was noted there was not a connection issue. Defibrillation therapy was programmed off. The device system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.